Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: driveline cover d9: yes, return date: 18-apr-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that dl cover removal and dl sheath repair servicing were performed. The dl cover was removed and not replaced. The dl connector was cleaned with a lint free wipe after the cover was removed. Dl sheath repair was performed near the strain relief. The site had applied tape over the old repair. The old tape was removed and a new repair was performed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Continuation of h9: z-0746-2023,z-0747-2023,z-0748-2023,z-0744-2023 ,z-0743-2023,z-0742-2023,z-0745-2023. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. The driveline boot cover (lot no. R020408) associated with surgical tool kit (lot no. 1269687) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the driveline boot cover in relation to the reported event. Review of (B)(6)¿s service history records indicated that the device was previously serviced and the repair action was verified. There was no evidence that the associated driveline boot cover had previously been serviced. A review of the driveline cover's inspection documentation confirmed that the associated device met all requirements for release. Log file analysis was performed and no anomalies were observed within the analyzed period. Visual evidence provided by the site, as well as on-site inspection of the driveline cable revealed damage to the previous sheath repair. Visual evidence provided by the site also revealed new damage to the outer sheath near the strain relief, exposing the internal cable wires. On-site inspection revealed that the boot cover was difficult to remove from the driveline connector. Visual inspection of the returned device revealed that the driveline cover was received in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Visual inspection also revealed foreign material within the device. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. As a result, the reported event was confirmed. A driveline sheath repair and a driveline cover removal were performed to mitigate the reported conditions. The most likely root cause of the observed foreign material event can be attributed to the handling of the device. Based on historical review of similar events, the most likely root cause of the driveline sheath da mage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time or improper ha ndling. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or de gradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Additional products: lot#: r020408 h3: yes h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. H10 was corrected to include the lot number for the system reported driveline cover. Additional products: d4: expiration date: 28-jan-2013 / lot#: r020408 UDI #:(B)(4) h4: mfg date: 28-oct-2009 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿driveline cover, model #: 1175/ catalog #: 1175. Device labeled for single use: no. Adverse event problem: patient ime code(s): e2403; patient imf code(s): f26; img code(s): g04037; FDA device code(s): a150207; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline (dl) had a small tear in a previously repaired area of the sheath. It was also reported that the wires appear to be exposed and the driveline cover was "really stiff to pull back." The health care professional applied tape to the driveline and servicing was expected to be performed. The vad dl and dl cover remain in use. No patient complications have been reported as a result of this event.